Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: voyager 2.75 x 15. Guide wire: balance middleweight 0.014. Guide cath: jl7f. Sheath: st. Jude 7f. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the stent delivery system (sds) noted blood visible in the guide wire lumen, on the stent implant and on the shaft, consistent with the sds advanced into the guiding catheter. The stent implant was returned dislodged and located on the sds tip and distal portion of the balloon, likely due to the stent being loose on the balloon. The distal end of the stent was located at the distal end of the soft tip. The proximal end of the stent was located at the distal end of the distal marker. There were mangled struts on the first row of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The distal end of the soft tip was torn. There was a kink in the inner member 2 mm distal to the proximal marker. The balloon was wrinkled at the kink 2 mm distal to the proximal marker. There was a bend in the hypotube 45 cm distal at the distal end the strain relief tubing. Since this damage was not reported in the incident information, the torn tip, kink, wrinkled balloon, and bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The proximal and middle stent outer diameter dimensions were outside of the accepted manufacturing specification of the multi-link vision rx/ mini vision rx coronary stent system product specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The distal stent outer diameters could not be measured due to the damage noted. A loose stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. The stent outer diameters could not be measured due to the damage noted. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security. It is likely that an interaction with the additional catheter inside of the guiding catheter contributed to the noted stent damage as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further manipulation in the attempts to advance the sds in the guiding catheter likely contributed to the stent becoming loose on the balloon. Handling during packing for return analysis likely contributed to the stent dislodging from the balloon. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the voyager dilatation catheter was positioned at the lesion in the diagonal artery while the mini vision stent delivery system (sds) was advanced through the guide catheter in the direction of the diagonal branch, each on separate guide wires. Resistance was felt during advancement of the minivision sds and force was applied. Radioscopy revealed that the stent was loose on the balloon. The sds, sheath and guide wire were removed from the anatomy as a single unit without resistance. Another unspecified device was used to complete the procedure. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Event description:
It was reported that during the procedure in the proximal descending aorta, using a double guide, double balloon technique, a voyager dilatation catheter was advanced in the guide catheter, followed by a 2.25x8 mini vision stent delivery system. The stent became loose on the balloon during advancement in the guide catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all stent delivery systems are 100% checked for damage and crimped stent profile. It should be noted the mini vision coronary stent system rx instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components.